Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had stuck button alarm the insulin pump was exposed to water. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated they did not press a button down for 3 minutes or longer. The device will not be returned for analysis.

Manufacturer narrative:
Device had no button response due to corroded keypad traces. No stuck button alarm/button error alarm noted. During visual inspection, the electronic assembly and motor had moisture damage. The test p-cap and reservoir does lock in place in the reservoir compartment.